Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two proglide devices after a peripheral angioplasty interventional procedure using a 6f sheath. Reportedly, the first proglide device was flushed without issue prior to use, but when inserted into the anatomy, there was no blood flow from the marker lumen. After multiple attempts of trying for a marker lumen patency, it was noted that the blood flowed from the quick cut portion of the device. The decision was made to continue using the device, but when attempting to harvest the sutures, and suture did not engage well and the knot was placed outside of the vessel. The device was changed for a new proglide, but after successful deployment, the suture came out of the vessel without the knot formed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.